Event description:
It was reported that the trek 2.5 x 15 mm balloon catheter was being loaded onto a non-abbott guide wire; however, before, it could enter the patient there was resistance between the two devices. The distal end of the guide wire was wiped down and then an attempt was made to remove the catheter from the guide wire to wipe down the proximal end when the catheter froze on the guide wire. The catheter was pulled on to remove it from the guide wire when the shaft separated. There was no clinically significant delay in the procedure or adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction - the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.